Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, cracked reservoir window and cracked case near display window corners noted during visual inspection. There was no button response due to corroded keypad traces. Analysis was unable to confirm excessive no delivery alarm test and perform displacement, basic occlusion, occlusion, and excessive no delivery alarm test due to keypad anomaly. (B)(4).

Event description:
The customer reported via phone call that the pump had keypad anomaly and no delivery alarm. The blood glucose at the time of the incident was 77 mg/dl. The customer states some of the buttons are unresponsive. However troubleshooting was performed and was able to resolve the no delivery alarm. The device will be returned for analysis.